Manufacturer narrative:
(B)(4).

Event description:
Procedure: port-a implantation. Per additional information received, according to the reporter, there was tissue damage. The patient felt painful around the port-a implantation region. After an x-ray, they found the catheter was fractured. The surgeon had to remove the port-a and re-implant a new one. The damage was not permanent.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device broke. Another operation was required to remove the device. The patient is stable. Additional information has been requested but not yet received.